Manufacturer narrative:
(B)(4). Batch # r5av5c. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be within bounding of the field action. The device was reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated thickness tissue. The device did not exhibit behavior associated with the field action. The device performed as intended. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information.

Manufacturer narrative:
(B)(4). Batch # r5av5c. Per photographic evaluation: upon visual inspection of a photo the following was observed: a cdh29a device with a detached anvil from top view are show. The device shows the red safety engaged. Also, the washer can be appreciated inside of the anvil and appear to be cut. Based on the photo reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. A manufacturing record evaluation was performed for the finished device lot/batch numbers and no non-conformances were identified.

Event description:
It was reported that during an open sigmoidectomy, some staples at the posterior wall were unformed at the first firing. The device was used between the colon and the rectum with single stapling technique. The washer was cut, and the donuts were created properly. Additional hand suture was performed to complete the case. The patient was built a stoma as planned. There was no change in the procedure related to the device. There were no adverse consequences to the patient.